Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the physician was unable to obtain acceptable threshold measurements in the pacing lead. The lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.